Event description:
Information was received indicating that an overdose has occurred while using the cadd solis hpca pump. Over administration of morphine occurred in pediatric emergency department. An antidote of narcan and the child was fine after receiving the medication. Pharmacist of the facility as performed a dosage of morphine in the medication cassette and confirmed that the morphine preparation was correct.

Manufacturer narrative:
Other, corrected data: correction: d10, h1(serious injury).

Manufacturer narrative:
Other, returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.